Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with one ventricular non-sustained tachycardia episode equal to 200 ms on (B)(6) 2012. There were two ventricular fibrillation episodes less than or equal to 200 ms average ventricular cycle on (B)(6) 2012.

Event description:
It was reported that the right ventricular lead was dislodged. The telemetry strips showed that when the atrioventricular (av) interval was wider, at approximately 200 milliseconds, there was capture but when the av interval was short, there was not capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.